Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1310 mg/dl. The customer had been experiencing high blood glucose, vomiting and chest pain, and they could not bring his blood glucose down so, then decided to call the paramedics. The caller later found out that the customer also had a heart attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller did not have supplies to continue troubleshooting, but she mentioned that the unit had a cracked screen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked case at the lcd window corners and a scratched lcd window.